Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was over 500 mg/dl. The customer delivered boluses via the pump and administered manual injections. Reportedly, the customer was able to clear the alarms and resume insulin delivery. The customer has humalog and lantus pens available as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was over 500 mg/dl. The customer delivered boluses via the pump and administered manual injections. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer has humalog and lantus pens available as alternate insulin therapy.